Event description:
Repair request initiated for device with the report of corrosion and foreign debris. No patient impact reported. On follow-up it was reported that there was no patient or staff impact and device is overheating.

Manufacturer narrative:
H3: product analysis : evaluation could not be performed because of collet detached however it was determined that corrosion, failure is immersion in liquid. It was also noted that collet disassembled from motor; collet shaft examined by eye and under magnification. Heavy dark brown corrosion present beneath tactile spring on collet shaft. Residue buildup observed within collet shaft. Corrosion observed on internal surfaces of collet carrier, collet closure, and posterior d-ring. Corrosion observed on distal external surface of collet housing. B3: date of notification: 2024-02-21 (date of event or estimated date of incident not provided to manufacturer). This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.